Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient dropped the monitor on her foot, and it broke her toe. There was no alleged device malfunction contributing to the irritation. The patient did not seek medical attention. The patient confirmed that her toe is better.